Event description:
It was reported that leakage observed from a crack located at the connection between disposable pressure transducer and the three way stopcock before use.

Manufacturer narrative:
The device has not been returned for evaluation.